Event description:
Patient was intubated and on a ventilator. The nursing staff noted that the patient had shortness of breath. When the patient was suctioned a "foam" filter was expelled. The attending nurse noticed that the filter was missing from the aqua+ hygroscopic condenser humidifier. The patient immediately began breathing normally with no notable distress. Per the physician, no notable adverse outcome was noted to the patient.